Event description:
It was reported that "nurse opened outer packaging, circulator opened inner packaging and discovered small 1cm length hair attached to implant. Circulator did not remove implant from packaging. At time of shipping, the hair was intact, attached to the implant."

Manufacturer narrative:
Investigation is in progress.